Event description:
It was reported that there was a broken bezel/door wiring. There was no patient involvement.

Manufacturer narrative:
Correction: g1, g4, g5, g7, h2, h3, h6, h10, h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken bezel for broken bezel / door wiring and replaced dim u4 on display board a review of the device history record for sn (B)(6) was performed from date of manufacture 09/18/2018 to the present date 11/27/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a broken bezel/door wiring. There was no patient involvement.